Event description:
Per conversation with physician on 5/25/2022: patient underwent tfa in (B)(6) 2022. On pod#1, physican called the patient as is her practice and the patient reported a temp of 100.4°. She was rx'd acetaminophen. The pt then had persistent fevers and went to the ew multiple times and after the third or fourth visit was admitted x 10 days with hypotension, fever and tachycardia. Bc were + (ID and sensitivity not known to physican as it was from an external hospital). Importantly, there was no pain or discharge associated with this admission. CT x 2: ned. Not admitted to ICU but was "close."whether or not she required pressor support is not known. The patient was seen two weeks post-discharge by physican and was doing well.

Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Medical director review: because this happened at an outside institution, there are no records available, and this transpired two months ago. This does not seem classic for endometritis as no pain or discharge were present. The patient did have hypotension, fever and bacteremia. Without records establishing organ dysfunction, it is not possible to say if this constituted sepsis or not. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on aug 12, 2025, and is being reported retroactively out of an abundance of caution.